Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (right thigh) while wearing the pod for longer than 48 hours. When the pod was removed the site was red hot to the touch and hurt so the patient went to the emergency room for the pain and infection. Patient had an abscess and was treated for the infection, the wound was cleaned. The patient went back on (B)(6) and was given an ultrasound on wound and it was drained and packed with gauze. Patient went back on (B)(6) and was given smz/tmp ds tab 800 to 160 and also on (B)(6) patient was given mupirocin cre 2% antibiotic cream. Patient was given antibiotics for infection doxycycl hyc tab 100 mg 7 generic 7 day supply. The patient applied a new pod and have not had any issues since (B)(6). Patient discarded the pod so device is not available for return.